Manufacturer narrative:
Analysis found that the chain link (hinge) was missing which resulted to a loose screw. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device was not working. There was no patient impact.